Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 568 mg/dl and the sensor glucose was 87 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reported that they ate to compensate his low sensor glucose. Customer took manual injections to treat his blood glucose level. Customer would not like to continue troubleshooting. Customer reported that the auto mode feature was not active at the time of hyperglycemia event. Customer did received a sensor updating or sensor glucose value not available alert. Customer did received a change sensor alert. The sensor and insulin pump will not be returned for analysis.